Event description:
On june 1, 2006 product surveillance received a phone call from a biomed technician from the unit. He reported that approx 1.5 hour within hemodialysis treatment a pt started complaining of shortness of breath, filling weak and bp dropped. The technician indicated, several minutes later the pt started feeling dizzy and passed out. Normal saline bolus was administrated and the pt was taken to the hosp via stretcher. At the time of this report the pt was still in the hosp.

Manufacturer narrative:
The customer's biomedical technician inspected the instrument after the incident. He indicated that the device passed temperature, conductivity and uf accuracy tests successfully. Than the technician inspected the uf flow meter and found crinkle on the diaphragm. The diaphragm was replaced and the instrument was put back into service. Baxter requested the sample (diaphragm) for evaluation. The result from evaluation will be provided upon completion. Baxter monitor issues like this. If significant info is discovered a follow up report will be submitted.